Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that once the battery was removed from the external pulse generator (epg), it turns off "immediately." Another known to be good battery was tried, and the same result was seen. The epg will be returned for repair. There was no patient involvement.